Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung resection procedure, the device had poor staple formation - part of staplers did not have b shape, the distal staple line was incomplete. The stapler locked on tissue, mainly from the reinforcement part. The surgeon had to use scissors were used to remove the reload from the tissue. A "pam" voice from handle in 2/3 firing period. Medical or surgical intervention was needed to prevent a permanent impairment of a function, removal from lung tissue. There was no lung tissue damage, but an extra incision was needed for a third port to the cavity. There was no unanticipated lung tissue removed due to the issue. The surgical time was extended by more than thirty minutes. Another device was used to complete the procedure. The patient's current status is reported as normal recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung resection procedure, the device had poor staple formation - part of staplers did not have b shape, the distal staple line was incomplete. The stapler locked on tissue, mainly from the reinforcement part. Voice from handle in 2/3 firing period. Medical or surgical intervention was needed to prevent a permanent impairment of a function, removal from lung tissue. There was no lung tissue damage, but an extra incision was needed for a third port to the cavity. The surgical time was extended by more than thirty minutes. Another device was used to complete the procedure. The patient's current status is reported as normal recovery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one devices with three photographs and a video. Visual inspection of the returned photos and video show unformed staples throughout the tissue. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form proper ly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.